Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, does not reuse. Samples have been discarded.

Manufacturer narrative:
H.6 investigation: a DHR review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, does not reuse. Samples have been discarded.